Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: b4: updated awareness date to: 10/9/2019, reported on initial as 9/27/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown click-x screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Additional procodes: mnh, mni, kwp, kwq. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a level s1 lumbar arthrodesis revision surgery due to implant failure. It was determined on an unknown date that all the locking caps and bars had became loose from the original operation. This included five (5) clickx locking caps, three (3) 3.5mm clickx locking caps, eight (8) unknown clickx screws and two (2) unknown bars. There was a surgical delay of fifteen (15) minutes. Procedure was successfully completed. Patient was stable. This is report 1 of 8 for (B)(4). This report is for an unknown click x screw. This complaint is linked to (B)(4) and is related to the intraoperative event captured in (B)(4).